Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with a neurostimulator for chronic low back pain and spinal pain. It was reported that the patient was in the office for an unrelated MRI scan. The patient claimed that the implantable neurostimulator (ins) was not working. The caller did not have any other details about what was not working. There were no patient symptoms reported. The caller could not provide contact information regarding the patient's managing hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.